Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had complained about the increasing frequency for recharging, and the increase in recharging duration. The patient was implanted in (B)(6) 2010. There were no symptoms reported. No further complications were reported or anticipated.